Event description:
It was reported that during a cholecystectomy procedure the clip was not fed into the jaws properly and it could not be fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 5 clip conforming and 1 malformed clip due to bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found.